Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that guidewire ø2 w/thread-tip w/trocar l230 was broken in two pieces and both fragments were returned for investigation. Pictures provided were reviewed, however; embedded device condition was not identified therefore, the allegation cannot be confirmed. A dimensional inspection for the guidewire ø2 w/thread-tip w/trocar l230 was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the guidewire ø2 w/thread-tip w/trocar l230 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> product code:292.650. Lot number : l812675. Release to warehouse date :23 .apr. 2018. Manufacturing site: werk balsthal. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: a. Did it broke into two or more pieces? If no, please specify what is the alleged deficiency of the instrument. Is it bent, cracked, stripped, worn or cross threaded? - stripped and cracked.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. Corrected: g1. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: photo investigation: the product was not returned to depuy synthes; however photos were provided for review. The photo investigation revealed that guidewire ø2 w/thread-tip w/trocar l230 had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the guidewire ø2 w/thread-tip w/trocar l230 would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 292.650. Lot: l812675. Manufacturing site: werk balsthal. Supplier: na. Release to warehouse date:23 apr 2018. Expiration date; na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
During or, the k-wires broke when they wanted to drill in reverse. More k-wires broke. There was a surgical delay of ten minutes.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: a. Was there any patient consequences or not? - there is still a piece of k-wire in the patient. They are unable to remove it. The surgery has been completed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, h6 medical device problem code. Corrected: h6 health effect - clinical code. Updated patient and pe codes to foreign body and embedded device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.